Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Isi has requested for the force bipolar instrument to be returned for evaluation. Isi has also attempted to gather additional information regarding the reported event. However, as of the date of this report, isi has not received the instrument and no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. An image sent by the site was reviewed by the isi clinical development engineering (cde) and the following findings were obtained: the image shows a force bipolar instrument, removed from the patient, with grips that are displaced at the proximal end. The instrument appears to be gripping a piece of stapled tissue. A review of the system logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: during a da vinci-assisted colostomy closure procedure, the jaw of a force bipolar instrument was found to be unhinged. At that time, the instrument was gripping tissue and the instrument's jaws could not be opened. The surgeon excised tissue to release the instrument. Pliers were subsequently used to bend the jaws of the force bipolar instrument in order to release the instrument from the trocar. The cause of the customer reported failure mode is unknown. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted colostomy closure procedure, the jaw of force bipolar instrument was found to be unhinged and could not be opened on command. The surgeon was unable to release tissue that was in between the jaws of the instrument. The surgeon excised tissue to release the instrument. Pliers were subsequently used to bend the jaws of the force bipolar instrument in order to release the instrument from the trocar. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the customer. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, h6, and h10. Device evaluation information can be found in sections: h6 and h10. The force bipolar instrument was examined by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were obtained: initial findings were confirmed. The grip tips were found to be stuck. The heavy bio debris was cleaned, and the grips were attempted to be pried open. The grips were able to open slightly but were still stuck. It was observed that there was some bio debris at base of the grips on the molded insulator that was causing the grips to stay stuck together. The remaining bio debris in that area was cleaned and the grips were able open fully, indicating that the stuck grip tips was due to the bio debris contamination observed. The root cause of this is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6, and h10. Device evaluation information can be found in sections: h6 and h10. On 07-sep-2022, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the force bipolar instrument: the instrument was found to have stuck grip tips. The grip tips were able to be manually articulated but the grip tips were stuck together in the close position. Heavy bio debris in between the grip tips was observed. The root cause of this failure is attributed to mishandling/misuse.